Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The reported issue was resolved by replacement of the interface pcba. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. After repair of non-critical issue the device failed to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. After repair of non-critical issue the device failed to power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the device and determined the root cause was due to damaged fl23 and fl24 inline filters on the interface pcb.